Manufacturer narrative:
Corrected fields- e1(initial reporter), g7. The getinge field service engineer (fse) that discovered the issue, found faults 100 (inform bit of revision check failure) and 101 (inform bit of startup bit failure from a remote vas) in the log. Replaced video generator board. Cardiosave iabp pm services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The following investigation was performed by failure analysis and testing dept. (Fat). Parts were received with a reported failure of a fault 101 on startup. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number. Confirmed there was a 101 fault but could not identify a root cause. These parts are obsolete and cannot be tested by the supplier. Retaining the parts in the failure analysis and testing department per procedure. Most probable root cause is communication failure.

Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer that, the cardiosave intra-aortic balloon pump (iabp) was showing a 101 fault message after powering on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted once additional information has been obtained.